Event description:
A health professional reported that a patient implanted with four es2 integrated blade screws, four xia blockers, and two mantis rods experienced an infection post-operatively. It was further reported that the patient was revised and the devices were explanted. This report captures the second of two mantis rods.

Manufacturer narrative:
We received three possible catalog and lot numbers for the device and will update the record if we receive more information. The product information could be catalog 48487480 iwith lot w7z, or catalog 48487120 with lot rtr or ptb.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.